Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient weight reported as (B)(6). (B)(4). It is not clear whether the plate was implanted during the procedure or not. Without a lot number the device history records review could not be completed. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a plating of a femur fracture a 4.0 cancellous bone screw, fully threaded broke. It was taken out and put back in and then broke. The screw was through the plate. There was a forty-five (45) minute surgical delay due to removal of broken screw. Surgery was successfully completed. No patient harm reported. This is report 2 of 2 for com-(B)(4).